Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that the hospital had exchanged the pt's pump with another lvad due to a pump pocket infection. Additional information provided to the manufacturer indicated that the pt's driveline infection was rather severe and that the hospital had initially tried to debride the wound but ultimately ended up changing the pump due to the infection.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.